Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance. The lead was capped, partially explanted, and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of abnormal pacing impedance was not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing was normal. Visual and x-ray analysis did not find any anomalies except for procedural damage. Unable to perform impedance test due to the condition of the lead as received.